Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage due to usb connector damage. A receiver charge and boot test was performed and failed due to usb connector was damaged/ defective. Functional tests were not performed due to usb connector was damaged/ defective. An internal visual inspection was performed and passed. The receiver log was not downloaded due to usb connector was damaged/ defective. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.